Event description:
It was reported that there was an apparent lead fracture on the atrial lead. The lead was extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
Asku

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was received in segments, where it was discovered that the distal conductor was fractured. All conductors were distorted and had blood/body fluid on them. The outer insulation was breached due to cut and had cosmetic depressions at various locations. The outer insulation has a white substance on it. The lead was stretched. There is blood/body fluid in/on the helix mechanism.